Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that patient was hospitalized due to high blood glucose. Customer's blood glucose was 500 mg/dl. The customer was experiencing the symptoms of vomiting and frequent urination. Customer was admitted to the hospital on (B)(6). The customer was treated with IV flush and insulin. Customer has gone through troubleshooting for air bubbles and continues to get air bubbles in reservoir. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.